Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(6)) was evaluated at the customer site. The reported complaint that "the thermogard ivtm system displayed tcmid:05 (coolant diff failure) error messages" was confirmed in the system's event log but was not confirmed during functional testing. The reported issue was not replicated during testing, and the thermogard system functioned as intended. During visual inspection, the assembly coldwell cap and the white guides on the pump rotor were missing, unrelated to the reported complaint. The root cause of the observed issues is attributed to user mishandling. The coldwell cap and the white guides on the pump rotor needed to be replaced to address the issues. During the review of the event logs, multiple tcmid:05 error messages were noted, confirming the reported complaint. The thermogard xp ivtm system passed functional testing, and the reported complaint of tcmid:05 was not reproduced. The lm 34a/b temperature sensor was inspected, no issue was found, and the temperature values were within the specified limits. The electrical connections to the cooling engine were all checked for any signs of damage, and no issue was found. Also, the electrical connections from the lm 34a/b temperature sensor to the pic-16 circuit board and the I/o pcb board were all inspected for a faulty connection that could have caused the system to intermittently display the tcmid:05 error messages. However, no issues were found, and all the electrical connections were properly intact. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits.

Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(6)) displayed tcmid:05 (coolant diff failure) error messages. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.